Event description:
Attempted to thread guide wire prior to inserting extractor into patient. Unable to thread guide wire into balloon. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.